Event description:
It was reported when the device was used during an unknown procedure, the retaining pin extended past the anvil. The staple line was complete and intact. There were no patient consequences.